Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. It was reported the cause was not determined. They stated the heating didn't happen every time they charged it, but it had recurred often enough that it was a problem. There were no steps taken to resolve the issue. The patient had their l knee replaced in 2013, and the r knee done in 2018. They also had a medtronic pain management pump with morphine, baclofen, bupivacaine, and clonidine. They ruled out an MRI until they could check if the patient's pump is one that can get an MRI. At this point, the patient did not know of any actions or plans to resolve the issue. The hcps were going to research it further, but they haven't heard anything. Additional information was received from the patient stating nothing is being done and the past few days it's been feeling warn even when they aren't recharging. It's very uncomfortable. The hcp knows this is happening but doesn't address the issue because he doesn't know what's causing it. He elaborated that the device makes it feel like his butt is burning.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported since maybe last (B)(6) 2024, or early spring 2025, they've been experiencing a heating sensation when they recharge the ins; patient described the heat as coming from inside their body, rather than feeling like external equipment or their skin is what's getting hot. Patient will experience the heating during the recharging process of the ins, and then it may linger for a day or so afterward. Patient cannot lean back on the ins, or the sensation becomes stronger. Patient said the uncomfortable heating they feel internally doesn't outweigh the benefits therapy brings them for their nerve root damage, which caused their leg to feel like it was tingling and burning all the time. Patient does not have any intention of removing the ins, as this is one of the 3rd or 4th devices, and it works so well that they wouldn't want to give up on the therapeutic results, but their doctor wasn't sure why they would suddenl y be enduring this situation. Patient said they try to charge early in the day, about every 7-14 days, while sitting up or walking around to prevent feeling the heating. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported the issue to their hcp a couple of times, usually while in for a pump refill every 30-45 days. Patient noted there was a mdt rep there for one of the visits they had during the summer, and their hcp told the rep about the issue. Patient's hcp was uncertain why this was happening. Patient said they didn't think they could have mris due to having multiple implants and knees replaced; thought they had too much metal to be able to get into an MRI. Agent reviewed they should continue to speak with their hcp about the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.